Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
It was reported that a patient was experiencing shocking in (B)(6) 2012 and a manufacturer representative ¿came out to change programs.¿ additional information has been requested but was not available as of the date of this report.